Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the result of DHR review, it was confirmed that the subject device was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: it was presume that some impact caused the yellow connector chipped or rotating stress caused the connector loosen, and the connector unit came apart. The cause of the event would be accumulated stress which was added toward direction to get loose or the user hit the connector to something hard. We could not confirm any factor from the design nor structure of the device. The legal manufacturer refers to the instruction for use chapter 3.inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents . Do not use the equipment in any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
The device was not returned to olympus however; a olympus service technician went onsite to investigate the user facility report. The service technician confirmed the user facility report of broken connector and replaced one of the broken yellow channel scope connectors. The service technician verified that the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported a broken yellow connector was found on the device. The reporter stated this was discovered during preventative maintenance so there was no patient involvement associated to this report. No additional information was provided.